Manufacturer narrative:
Additional narrative: initial reporter is a j&j sales representative. A product investigation was conducted. Visual inspection: the rad aiming arm/frn piriformis fossa (p/n: 03.033.002, lot number: 74p9992) was received at us cq. Visual inspection of the complaint device shows that the cam lock component was broken and the broken piece was returned. The provided photographs in the pc attachment "pf aiming arm.jpg" was reviewed and it was observed that the device was in an un-opened package. No other issues were identified. Document/specification review: based on the manufactured date of the device was not identified, the current and manufactured revision of drawings were reviewed: investigation conclusion: this complaint could be confirmed for the returned device. No definitive root cause could be determined based on the provided information. The unintended external forces during shipping and handling might have contributed to the reported complaint condition. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Part number: 03.033.002. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2021, rad aiming arm was sent in the package which was discovered opened. It was discovered that a part of the aiming arm was broken off. None of the packaging was damaged in any way. This report is for one (1) rad aiming arm/frn piriformis fossa. This is report 1 of 1 for complaint (B)(4).